Event description:
Stent placed after angioplasty. 3 blocked arteries. 2 stents placed separately about 6 months apart. Pt has had chest pain constantly since the implants. The dr. Says pt is crazy, that the blockages are gone. Pt says it is the stents.